Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this lead was fractured due to clavicle crush leading to loss of capture. The lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation was completed and found that this lead was not electrically continuous. The insulation and conductor were noted to be melted consistent with electro cautery during the explant of the lead.

Event description:
It was reported that this lead was fractured due to clavicle crush leading to loss of capture. The lead was then explanted and replaced. No additional adverse patient effects were reported.